Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus tip and cursor did not align and the connection between the overlay and the xy board was reseated and the stylus calibrated. The plastic standoff between the link electronic module and the microprocessing unit board was replaced. The hard drive was reconfigured, the software was reloaded and updated and the programmer then passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen would not align. It was also requested that it be confirmed that current software is loaded on the programmer. The programmer was returned for service. There was no patient involvement.